Manufacturer narrative:
No further information was able to be obtained from this customer. However, the company representative confirmed the site was reusing tips for months. The directions for use on the phacoemulsification (phaco) tips suggest, misuse otherwise. The hospital has received replacements for their phaco tips, and are very happy with the performance of their handpieces now. No phaco tip (unspecified product) was returned for not working with the handpiece and having an aspiration issue. No consumable lot number was identified with this complaint. Therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The root cause of the reported event can be attributed to customer misuse. (B)(4).

Event description:
A doctor of ophthalmology reported issues with phacoemulsification and aspiration during a cataract surgery. The procedure was completed with approximately a 10 minute delay. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system had no phacoemulsification and no aspiration during a procedure. The procedure was completed. There was no patient harm.